Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was started from 100 mg/dl and went to 500 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer reported insulin flow block alarm and also the bent cannula. Customer reported site issue with infusion set. Customer was using auto mode until they kicked out. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.